Event description:
A surgeon reported two capsular tags were noticed during laser assisted cataract surgery. One tag resulted in a micro tear that the surgeon pulled on to create a notch to stop it from becoming a radial tear. The procedure was completed with no other difficulties.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).